Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 506 mg/dl at the time of incident and the current blood glucose of the patient is unknown. Customer also states that cracked on the reservoir compartment. Customer states reservoir unable to lock in place. Customer treated with insulin pump and manual injection. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No device deficiency anomaly noted during test. Device received with broken reservoir tube lip.